Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor discrepancies. The sensor had been reading low all day long causing the insulin delivery to suspend for approximately 20 times in one day. The suspend on low limit in the sensor settings was 70 mg/dl. The customer¿s sensor glucose value was 40 mg/dl while her blood glucose value was 346 mg/dl. The customer also had a sensor glucose value of 58 mg/dl when their blood glucose value was 156 mg/dl. Troubleshooting was performed. The customer will be sent a replacement sensor. The device will not be returned for analysis.